Event description:
A us distributor reported that a belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (unable to communicate with monitor) has been confirmed.  Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) and open red (can h) wires in the trunk cable. ECG c and d cable was also cut.  The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.